Event description:
It was reported that a death occurred. It was reported via social media that the patient had a perforation in their abdomen and the patient died. No further information is available at this time.

Manufacturer narrative:
Date of event - the event date was not reported so the aware date was used as an estimate.